Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element,mr,ous 2.25x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The most proximal stent strut row was damaged; struts were lifted and pulled in a distal direction. The crimped stent outer diameter (od) of the undamaged portion of the stent was measured and is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found of the hypotube found multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. However, while pushing the stent forward, the shaft was broken. The device was intact when it was removed from the patient and the procedure was completed with a new stent. No patient complications were reported and the patient's status was stable.